Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 30 tubes exhibited lipout. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, 30 tubes exhibited lipout. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-apr-2025. Investigation summary: bd received three photos and two samples for investigation. The two returned samples underwent a visual inspection for lipout, and both samples failed. The analysis of the customer photos confirmed the presence of lipout on the top edge of the tube, as depicted in all three photos. Additionally, 30 retained samples were visually inspected for lipout, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: lipout based on customer sample and photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.